Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads and broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.